Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient had been having some problems with pain and everything at or around the implant site from where it was implanted/where it was riding, implant moved and caused spasms in his body. Implant made him feel a little better so he used stimulator. Patient said when stimulator wasn't on he got pain. Patient talked to different healthcare professional (hcp) about issues above but all the hcp that he talked to didn't have a solution/didn't know what was going on. Patient had not charged ins in 2-3 days but when he checked his patient programmer yesterday the patient programmer was showing ins battery at 100%when normally ins battery depleted to where patient had to charge it up every other day. Patient thought something was wrong because ins battery had not depleted 2-3 days time. Patient had lost his desktop charger so he wasn't able to charge insr so insr was dead and couldn't be used to check ins battery level. During call patient discovered that the patient programmer wouldn't power on because it didn't have batteries in it and patient didn't have any batteries with him on call. No further complications were reported.